Event description:
It was reported that the customer was unable to prime correctly. Customer's blood glucose level was 449 mg/dl. Customer corrected with a bolus. Customer reported that the insulin continues to drip after letting go of the act button during the prime process. Customer was instructed to attach a new infusion set and reservoir and restart the priming process. The helpline was unable to determine the cause of the issue. Replacement products will be sent to the customer. Reservoirs were expired. Customer stated that she still uses them. It was explained that using expired product can result in alarms on the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.